Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD), which is part of the mid-life display of replacement indicators product update classified as a product advisory and initially communicated on 3/10/2007, reached elective replacement indicator (eri) with a monitoring voltage measurement of 2.46 volts and a charge time measurement of >16 seconds. The device had reached 2.46 volts in less than 3 days. The boston scientific crm technical services consultant stated that the charge time of >16 seconds may have tripped eri. There were no reported adverse patient effects associated with these clinical observations.

Manufacturer narrative:
To date, information suggests that this device remains actively in service, with plan for changeout in the near future. As new information would become available, this report wil be further evaluated and updated. Most recently, this medical device has been returned to the boston scientific crm post market quality assurance laboratory but analysis remains inconclusive to date. As new information becomes available, this report will be further evaluated and updated.